Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was alleged that the battery compartment was damaged with moisture. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2017 with the following findings: during investigation, the battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and was able to fit. Moisture corrosion was found in the battery canister and the battery cap. A leak test was failed due to a battery compartment leak. The pump was powered up with auditory and vibratory alarms to the verify screen. The pump cover was removed to find no further moisture ingress or any intermittent conditions to the printed circuit board.